Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Just over three weeks post implant. It was reported that the patient lives in assisted living and while there the patient fell asleep in a chair and while asleep, fell out of the chair and injured their side. The patient¿s family brought the patient to the hospital because of the injury from the fall. While admitted, cardiology requested a routine device interrogation. Upon interrogation it was observed that rv sensing had decreased, there was no capture on the right ventricular (rv) lead at six volts, there was intermittent capture at eight volts, and pacing impedance had decreased. A chest x-ray was ordered to confirm lead position. The patient was then scheduled for a rv lead revision, but the day of the lead revision the physician cancelled the procedure because the patient has developed pleural effusion and pericardial effusion and suspects that the rv lead has perforated. The patient was transferred to another facility for surgery to fix the perforation. Additionally, it was found that the atrial lead had dislodged as the interrogation indicated the atrial lead was pacing and sensing in the ventricle. The atrial lead was programmed off and will be revised at the time of the rv lead revision procedure. At the rv lead revision procedure the rv lead was successfully repositioned and remains in use. Additionally, the atrial lead was also successfully repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.